Event description:
The physician was attempting deploy a 3.0mm diameter x 30mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that the stent could not cross the lesion and when the stent was removed, the distal end appeared to be frayed. Another same sized stent was successfully used. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (root cause of event is undetermined, limited information); inherent risk of procedure (failure to deliver stent and stent deformation). Conclusion: operational context contributed to event. Known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).